Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant the patient presented with diaphragmatic stimulation. Reprogramming of the patients left ventricular (lv) lead was completed in order to resolve the diaphragmatic stimulation. The lead remains in use. No patient complications have been reported as a result of this event. It is noted the patient is currently enrolled in the (B)(4) clinical study.